Manufacturer narrative:
The returned device was evaluated and the pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. No problem was found.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include chest redness, itching, nausea, vomiting and a headache. Once at the hospital the patient was treated with insulin. The patient was discharged from the hospital after 4 hours. The patient was able to apply a new pod after this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.